Event description:
It was reported that there was no vertical column movement on the 9800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found the standby switch not in the full on position. Properly set the standby switch. The system was tested and found to be working as intended and placed back into service.